Event description:
It was reported that an arteriotomy closure of a femoral artery was performed with a starclose se device after a diagnostic angiogram procedure. Reportedly, it was observed the patient was having pain when moving from sitting position to standing position. The starclose se device remains in the patient. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence was entered as (B)(6) 2010; reportedly, the event occurred in 2010. The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.